Event description:
The following information was reported: balloon loss of pressure before contact with tip of sheath, manual compression was applied for 20 minutes. The patient was not hospitalized. Stick location: common femoral artery. Vessel size: 6mm. Procedure: peripheral.

Manufacturer narrative:
Process evaluation.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1402804) indicated that the device the lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.